Manufacturer narrative:
Continuation of d11: product ID: 3023, serial# (B)(6), product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(6), product type: extension. Product ID: 3095-10, serial# (B)(6), product type: extension. Product ID: 309328, lot# 0207060041, product type: lead. H3: analysis of the extension (s/n: (B)(6)) found the proximal end stretched. Analysis of the implantable neurostimulator (s/n: (B)(6)) found insignificant anomalies. H6: fdc 19 pertains to the extension (s/n: (B)(6)). Fdm 10 and fdr 3211 pertain to the extension (s/n: (B)(6)). Fdc 67 pertains to the implantable neurostimulator (s/n: (B)(6)). Fdm 10 and fdr 213 pertain to the implantable neurostimulator (s/n: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was an explanted electrode.

Manufacturer narrative:
Continuation of d11: product ID 3023, lot#, serial# (B)(6), implanted:, explanted:, product type implantable neurostimulator product ID 3095-10, lot#, serial# (B)(6), implanted: explanted:. Product type extension product ID 3095-10, lot#, serial# (B)(6), h053051v implanted:, explanted:. Product type extension product ID 309328, lot# 020706004,1 serial# implanted:, explanted:. Product type lead h6: fdc 67. Pertains to the lead (s/n: (B)(6) ), fdr 3221 pertains to the lead (s/n: (B)(6) ), and fdm 4117 pertains to the lead (s/n: (B)(6) ) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3023, serial# (B)(6). Product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(6). Product type: extension. Product ID: 3095-10, serial# (B)(6). Product type: extension. Product ID: 309328, lot# 0207060041, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator was defective and not the electrode. The electrode was not explanted and only the stimulator.

Manufacturer narrative:
Continuation of d11: product ID: 3023, lot# serial#: (B)(6); product type: implantable neurostimulator; product ID: 3095-10; lot# serial#: (B)(6); product type: extension; product ID: 3095-10; lot# serial#: (B)(6); product type: extension: product ID: 309328; lot#: 0207060041; product type: lead; h3: analysis of the extension; (s/n: (B)(6) found the proximal end stretched. H6: fdc 19pertains to the extension (s/n: (B)(6). Fdm 10 and fdr 3211 pertain to the extension (s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results not available at the time of report. A follow up report will be submitted when analysis results are received. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that intraoperatively it became apparent that the product was defective at the junction between the electrode and implantable neurostimulator (ins). Additional information received from the manufacturing representative reported that the on (B)(6) 2019 the patient reported that for 2 months due to the ins more alarms were given by metal detectors in shops. The settings on the ins were not changed. For a few weeks the patient had not been able to empty her bowl movements were worse. An inspection showed that the battery was not deleted. The therapy was running. It was increased from 1.4 volts to 1.5 volts and this was not unpleasant for the patient. On (B)(6) 2018 the patient reported a decreasing in function. An x-ray was performed and x-ray showed no difference to the recording after implant. The patient reported that it had happened during manual therapy and the therapist had put pressure on the device which hurt the patient. On (B)(6) 2019 the patient reported that the ins would signal at every shop at the security gates. In addition the function was partially completely suspended. The patient¿s husband can over the remote control each by up and down manipulate the function for about 2 hours in motion. It was noted that more and more frequently, the remote control would not recognize the ins. When measuring the function with the external device, the ins would not be detected twice and the third measurement the data could not be transmitted. A surgical revision took place on (B)(6) 2019. After opening the device surrounding connective tissue capsule, the connection to the ins was very loose. The explant succeeds easily. The electrode is left through and tested, the signal was good and a new unit was implanted.